Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had failed and was not detected on the bus. A field service engineer logged into the admin console and opened the diagnostics, where all pockets appeared greyed out. The station was then shut down, the back panel was opened, and the rear section of drawer 4.2 was accessed. After disconnecting and reconnecting the row board cable from the drawer controller board, the station was powered back on, and the drawer successfully passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.